Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown particles in the shell, crease flat, and an opening. Leak test and microscopic analysis was performed which identified: a sharp opening on plug strap bond edge and crack valve. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge (anterior) assessed as an unidentified (tear) opening. A cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.